Event description:
It was further reported that cardiac catheterization performed on (B)(6) 2015 revealed an occlusion of stent in right coronary artery (rca) with patency of left anterior descending (lad) artery, and 70% left circumflex (lcx) artery stenosis. The target lesion was treated with a 2.0x12 mm promus premier everolimus-eluting stent instead of a 4.00mmx12mm promus premier¿ stent as previously reported. The patient was discharged a day after the index procedure instead of same day as index procedure. Since discharge day, the patient had progressive heart failure leading to an increase in orthopnea and paroxysmal nocturnal dyspnea. Five days post index procedure, the patient experienced an abrupt increase in dyspnea and was hospitalized with the life-threatening event of recurrent pulseless electrical activity (pea) arrest which required intervention. The patient was treated with cardiopulmonary resuscitation (CPR), intubation, epinephrine boluses, and a norepinephrine drip. The patient was taken to the cardiac catheterization lab. The rca had a full metal jacket, occluded mid vessel with left to right collateral filling, the lad had a proximal stent with mild in-stent restenosis, and the circumflex had a proximal stent that was widely patent. Due to profound hypotension, a balloon pump was inserted. The patient was transferred to the critical care unit (ccu), where patient's condition progressively worsened. The patient required increasing ventilator support, including inhaled ino, peep 20, 100% fio2, and placement of a non-bsc thermodilution pulmonary artery catheter. The patient had oliguric renal failure requiring placement of a non-bsc dialysis catheter for continuous veno-venous hemofiltration. The patient had metabolic acidosis from lactic acidosis. The patient was paralyzed in an attempt to optimize oxygenation. A bedside echocardiogram showed severe left ventricular dysfunction, paradoxical septal motion, and left ventricular hypertrophy. The exam was also notable for initially arousable inspiratory crackles, s1 and s2 without murmurs. The patient had severe shock, and was on acute respiratory distress syndrome (ards) protocol. Attempts to optimize the patient medically failed. The following day, the patient died.

Manufacturer narrative:
Event date corrected from (B)(6) 2015. (B)(4).

Event description:
(B)(4). It was reported that death occurred. In (B)(6) 2015, the index procedure was performed. Target lesion #1 was located in the proximal circumflex (cx) with 75% stenosis and was 8mm long with a reference vessel diameter of 4.0mm. Pre-dilatation was performed. A 4.00mmx12mm promus premier¿ stent was implanted. Post-dilatation was performed with 0% stenosis. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).